Manufacturer narrative:
Actual device involved in incident will not be returned, however, a device with the same lot# will be returned, but has not been received at time of this report. The investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: clip "popped opened" after ligation of a vessel during an appendectomy. The surgeon found the two bosses of clip were missing. The two bosses were found. No injuries reported. The patient was reported in good condition following surgery.